Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received device and set up but concerned because feeling very little suction when placing hand against tubing. Purchased for use with female catheters. Has not used yet with catheters. Transferring to cs to ts. Authorized, unit failed water cup test. Replacing kit. It's unclear if lot number was requested. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.

Event description:
It was reported that they received device and set up but concerned because feeling very little suction when placing hand against tubing. Purchased for use with female catheters. Has not used yet with catheters. Transferring to cs to ts. Authorized dennis- unit failed water cup test- replacing kit. It's unclear if lot number was requested. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.